Event description:
It is reported that the device seemed ok when it was set it up but on the same day it kept buzzing erratically and flashed both amber lights along with the green one. It then went silent and was not pumping even though the green light flashed as normal. When it was taken off the motor was not buzzing and could now be switched on without attaching the tubing but the motor was not buzzing, though the green light continued to flash as if its all working.